Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
Decreased sensing thresholds, increased capture thresholds and increase no high voltage impedance were reported. Suspected lead damage. Lead was explanted and replaced.